Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the FDA's medwatch program that an ar-2652cl clavicle plate failed post-operatively. The patient felt a pop while driving and lifting his arm and his surgeon confirmed that the plate fractured at the previous fracture site. No facility or contact information was provided.